Manufacturer narrative:
The report of discomfort at the lead site was not able to be confirmed. Discomfort or pain at the lead site is commonly associated with patient anatomy and/or the location of the device site. Analysis of the returned lead did not identify any anomalies that would have existed prior to explant that would have contributed to the alleged complaint.

Event description:
Related manufacturer reference number: 1627487-2021-02163, and 1627487-2021-02166 it was reported that the patient experienced discomfort at the ipg and lead sites. Dr. (B)(6) revised the pocket multiple times with no resolution. As a result, the system was explanted on (B)(6) 2021.